Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with monarc subfascial hammock on or about (B)(6) 2007 for pelvic organ prolapse and stress urinary incontinence. It was alleged the plaintiff "suffered severe and permanent bodily injuries and significant mental and physical pain and suffering," "infection or inflammation, tissue abrasion" and other damages.